Event description:
It was reported there was inappropriate therapy, interference and high impedance. The device was removed from service. No patient complications have been reported as a result of this event.